Event description:
A report was received that the patient had inadequate pain relief. X-ray was taken and showed that the lead migrated. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2408-56, sn: (B)(4). Device evaluation indicated that the visual inspection found the lead was cleanly cut. Aside from the clean cut, no other anomalies were identified that could have caused the reported complaint. The device damage is a result of a typical explant procedure and it is not considered a failure. Sc-1200, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21150602, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-1200, serial number: (B)(4), batch/lot number: 21176631, model/catalog description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient had inadequate pain relief. X-ray was taken and showed that the lead migrated. The patient underwent an explant procedure and was doing well postoperatively.